Event description:
It was reported that a patient underwent a hernia repair procedure on (B) (6) 2010. The surgeon took the patient back to the operating room at 24 hours post-surgery due to hypotension and renal failure to unk etiology at which time he observed complete separation of the orc layer from the mesh. He removed the mesh. No further information available at this time.

Manufacturer narrative:
(B) (4). (B) (4) delamination. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.